Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the adhesive part of the lightning lens has peeled off, noted to be due to handling. In addition, fraying of the forceps wire were observed. The bending angle found insufficient due to the elongation of the angle wire. The customer reported issue was confirmed. Furthermore, the following findings during device evaluation were noted : the play of the angle knob found out of the normal state due to the extension of the angle wire. Scratches on the insertion tube, tip cover, switch #1 , switch box, operation parts, up/down knob, up/down angle fixing lever, grip, operation part, scope connector, universal cord, right/left angle fixing knob observed and noted to be due to external factors. Wrinkles in the insertion part due to external factors observed. The curved rubber adhesive found missing. The suction cylinder and forceps stopper found scraped. Water, fluid found on the electrical connector. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of forceps raising wire fraying. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device inspection and evaluation found the adhesive part of the lightning lens peeled off.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.